Event description:
Head of bed will not go up.

Manufacturer narrative:
Technician determined the problem was caused by a defective head up valve guide tube. Technician replaced defective head up valve guide tube to resolve.